Manufacturer narrative:
Lot review: a review of lot# 3340786 showed (B)(4) units were manufactured, tested, inspected and released on october 2016 citing no exception documents.

Event description:
Complaint received regarding one 011-cl2100, report states: doxorubicin had completely transfused using gravity method. ...burette and line placed back into machine and machine turned on. A line programmed for 20ml drug and flush rate. When pressed start button to start the infusion, a short burst of fluid spurted out of bottom of cl-21000 dislodging itself from the 61-c1000 which is bonded on b port of a primary plum set 611400104. Fluid (approx. 10mls), went onto the pump and floor. 011-cl-3261 was connected & mesna bag connected...pump nor line had been faulty prior to incident. Unprotected chemo exposure reported but no adverse patient consequences.

Manufacturer narrative:
Lot review: a review of lot# 3340786 showed (B)(4) units were manufactured, tested, inspected and released on october 2016 citing no exception documents. Visual inspection: received one (1) new 011-cl2100, chemolock¿ port; lot# 3340786. One (1) used baxter 0.9% nacl 500ml bag full-->one (1) used plum set by hospira-->one (1) used 011-cl2100, chemolock¿ port; lot# 3340786. Functional testing: the entire used plumset with a chemolock port connected to the clave on the cassette and a stopcock at the distal end were pressure leak tested. No leakage was observed at any location or connection along the fluid path. The chemolock port was removed from the plumset cassette and pressure leak tested. The chemolock port met pressure leak expectations without leaking. The chemolock port was disassembled to see if there were any internal anomalies. None were observed. The single new 011-cl2100 chemolock port was pressure leak tested and no leakage was observed. Final engineering analysis: the entire fluid circuit of the returned plumset pump set and attached chemolock connector and stopcock were pressure leak tested and found to meet pressure leak expectations outlined in the product performance specification. The new and used chemolock ports were pressure leak tested and both met pressure leak expectations outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received regarding one 011-cl2100, report states: doxorubicin had completely transfused using gravity method. Burette and line placed back into machine and machine turned on. A line programmed for 20ml drug and flush rate. When pressed start button to start the infusion, a short burst of fluid spurted out of bottom of cl-21000 dislodging itself from the 61-c1000 which is bonded on b port of a primary plum set 611400104. Fluid (approx. 10mls), went onto the pump and floor. 011-cl-3261 was connected & mesna bag connected...pump nor line had been faulty prior to incident. No adverse patient consequences reported.